Manufacturer narrative:
The sample was not frozen between the testing performed on (B)(6) 2023 and (B)(6) 2023 . Product labeling states: "serum: stable for 8 hours at 15-25 °c, 2 days at 2-8 °c, 6 months at -20 °c (± 5 °c)." Since the sample was stored at 2-8 °c for >2 days, sample stability is no longer guaranteed. The customer used a centrifugation speed of 3500 g for 5 minutes. Based on the type of sample tubes the customer uses, a centrifugation speed of 3000 g for 5 minutes or 1800 g for 10 minutes is recommended. The sample was recentrifuged prior to running the test on (B)(6) 2023 . From the data provided, a general reagent issue can be excluded. The investigation determined the root cause of the event was a pre-analytical handling issue (inappropriate sample handling between testing dates).

Manufacturer narrative:
Upon review of the calibration data, signals below the lower expected values were observed. Quality controls were acceptable. The alarm trace did not show an alarm related to the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth assay on a cobas e 801 module, serial number (B)(6) . The sample initially resulted in a pth value of 84.4 pg/ml. The sample was repeated two times, resulting in pth values of 70.5 pg/ml and 69.0 pg/ml. On (B)(6) 2023, the sample was centrifuged and sent to another laboratory using an e801 module. The repeat result from a secondary tube was 20.8 pg/ml. It was asked but it is unknown if a questionable result was reported outside of the laboratory.